Event description:
The following was reported to hamiton medical ag: tf446026 (vref error), 446029, 485001, device went into ambient mode. Medical staff notified us by phone of the incident and the client was treated remotely. The next day a technical visit was made, the log of events and errors was extracted. Electrical safety tests and calibration protocol were performed. Tests were carried out with the ventilator and it did not present any failure, the device was monitored for 24 hours in test mode with a test lung and it did not present any problem. The medical staff requested to use the c1 for its use, and to date it has not presented any other problems

Manufacturer narrative:
It has come to our awareness that several of our latest MDR submissions failed to submit to your FDA MDR database due to double entries of MDR reports. Through an internal mistake, there was confusion with some of the reports concerning the MFR report numbers which is why the same MFR report number were used twice for several reports (3001421318-2022-00023 - 3001421318-2022-00033, 3001421318-2022-00035, 3001421318-2022-00037 and 3001421318-2022-00038). Therefore, we received a notification that this report was a double entry. We report the case now again with a new sequential number that has not been used in a previous MDR report. As a consequence of this misunderstanding, this MDR is now filed late. Hamilton medical ag has not received the device for investigation. Tests were carried out by a local service technician with the ventilator and it did not present any failure, the device was monitored for 24 hours in test mode with a test lung and it did not present any problem. The medical staff requested to use the c1 for its use, and to date it has not presented any other problems hamilton medical ag case number is: (B)(4).